Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow up, it was noted that an unspecified lead had eroded through the skin in the patient left pectoral region and pocket infection was suspected. The system was explanted and a temporary transvenous lead was implanted. There was no vegetation on the leads. There is no known allegation from the health care professional that the infection was related to the device or procedure. The patient was stable post procedure.